Event description:
It was reported that a report came in indicated an atrial fibrillation (af) episode in progress. Another report came in five days later which showed the episode still in progress. However, the duration indicated for the episode had not updated appropriately. The caller noted that the healthcare professional would not know the patient was in atrial fibrillation (af) throughout this time by looking only in the episode tab, where the caller primarily looks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.